Event description:
It was reported that the error 1720 appeared. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, internal inspection, functional testing, and event history log review; the customer problem was duplicated. The pump was in good condition, no physical damaged found, and it started and immediately alarmed lec 1720. Labels were undamaged, and the tamper seal was missing. The cause of the reported problem was unknown. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to replace the back up capacitor.